Event description:
The patient reported that while being monitored on the bedside monitor (bsm), the device fell on his head, causing head lacerations and a concussion. He was calling in to obtain the weight of the device.

Manufacturer narrative:
The patient reported that while being monitored on the bedside monitor (bsm), the device fell on his head, causing head lacerations and a concussion. He was calling in to obtain the weight of the device. This incident was reported by the patient who had only limited information regarding the device and only provided information regarding the head injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.